Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On 13 nov 2024, senseonics was made aware of an incident where patient reported that the sensor broke during removal procedure. The event happened on (B)(6) 2024 at approximately 3:00 pm. The hcp attempted to remove the sensor with the clamps provided in the custom vygon procedure kit, and the distal tip of the sensor broke off. The sensor had been implanted in the upper arm. All the pieces of the broken sensor were successfully removed.

Manufacturer narrative:
According to the case information, it was reported that the sensor broke during the removal procedure. The hcp was able to successfully remove all the pieces of the broken sensor. A return material authorization (RMA) was issued for the return of the device for further investigation. However, the device was not returned at the time of closure of this complaint.additionally, no images were provided for visual confirmation of the sensor breakage. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, which is stated in the eversense e3 user guide under "risks and side effects" section. No further investigation was found necessary. B4. Date of this report 27 december 2024 g3. Date received by the manufacturer? 27 december 2024 h3. Device evaluated by manufacturer? No h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 4311.